Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint regarding a small chip of plastic missing from the tip was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure; the maryland bipolar forceps instrument had a small chip of plastic missing from the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial complaint allegation indicated that no fragments fell into the patient, site cannot guarantee this, but no report of fragments inside the patient was made. There was no report of fragments falling from the device while used within a patient, and no falling fragments were reported. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material. There was a tiny piece of plastic missing from the tip. The photographic images of the device(s) or a video recording of the procedure might be available for isi review if needed.